Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had a motor error alarm on his insulin pump during bolus. Troubleshooting was performed and the insulin pump failed the displacement test twice. Nothing further was reported.